Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. However, a review of the manufacturing records was performed, and no issues that could have contributed to this event were found. (B)(4) - no information available regarding whether the capio carrier and needles detached inside or outside the patient. (B)(4) the reported issues of carrier and needle detachment respectively.

Event description:
Note: this manufacturer report pertains to one of three capio open access suture capturing devices used during the same procedure. Associated manufacturer report numbers 3005099803-2010-05240 and 3005099803-2010-05241 pertain to the other two devices. It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using a capio open access suture capturing device, the capio carrier and the needles of two 48" polypropylene capio sutures (manufactured by teleflex medical inc, (B)(4).) Detached during suturing. "Several" attempts to suture were made "because needle wasn't retrieved automatically by capio [device]." It is unknown if the capio carrier and needles detached inside or outside the patient. The procedure was completed with this capio open access suture capturing device with "no action taken by the physician to resolve the event." There were no complications to the patient, who is reportedly "stable" post-procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.